Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("robotic full hysterectomy keeping my ovaries") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), procedural pain ("pretty sore") and procedural nausea ("nausea"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the hysterectomy, procedural pain and procedural nausea outcome was unknown. The reporter considered hysterectomy, procedural nausea and procedural pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: robotic full hysterectomy keeping my ovaries, pretty sore and nausea. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("robotic full hysterectomy keeping my ovaries") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), procedural pain ("pretty sore") and procedural nausea ("nausea"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the hysterectomy, procedural pain and procedural nausea outcome was unknown. The reporter considered hysterectomy, procedural nausea and procedural pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: robotic full hysterectomy keeping my ovaries, pretty sore and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.